Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the insulin pump was giving 4 or five tones and they could hear a faint woman's voice. It was stated that the insulin pump would beep every time the customer would bend over or move. Spouse thought that the customer was pressing the device when bending over but he took it out of his pocket and it would still beep every time he bent over. The insulin pump is set to vibrate. It was stated that the buttons were not accidentally pressed and there is not something nearby that beeps. Blood glucose value was 150 mg/dl. It was advised to monitor the insulin pump and call back if issue persists.